Event description:
After 3 months of implantation, a csf pool was observed around the valve. A contrast medium injection revealed no peritoneal flow ending in a subcutaneous pool. When the shunt was revised a leakage from the delta chamber was observed.